Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that insulin pump turned off after receiving failed battery test alarms. Customer's blood glucose was 422 mg/dl. Customer reported that battery compartment was damaged and that battery was not making contact with battery cap. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump was received with normal operating currents. No unexpected failed battery test alarm or blank display noted. The insulin pump was received with minor scratched display window, cracked reservoir tube lip, cracked case at display window corners near up arrow button.